Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with pre-op diagnosis: spinal stenosis and scoliosis. For which, patient underwent posterior spinal fusion at level t-10. Intra-op, tip of drivers broke off in the screws, the broken piece was found and removed. The product did not come in contact with the patient. No fragments of the products remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.